Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she was hospitalized with high blood glucose and diabetic ketoacidosis. The blood glucose reading was 600 mg/dl. The customer was treated with intravenous fluids. She stated that the cannula had been bent. The insulin pump was worn at the time of the event. She also reported that the up arrow and act buttons were not fully responsive, and that the battery compartment was brown, as if burnt. The customer had reverted to treating with manual injections. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All of the buttons are functioning properly however, found corroded keypad traces during our visual inspection. All operating currents are within specifications and passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The no delivery alarm functioned properly during the basic occlusion and occlusion test. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, stained end cap sticker and scratched reservoir tube window.

Manufacturer narrative:
The pump passed the delivery accuracy test.